Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The patient reports that after a right reverse shoulder replacement, their shoulder now hangs 2-3 inches lower, causing the arm to rest against the side of the armpit/chest, leading to increased sweating. Additionally, the patient's scapula/clavicle protrudes, giving the appearance of an epaulet under their shirt.

Event description:
The patient reports that after a right reverse shoulder replacement, their shoulder now hangs 2-3 inches lower, causing the arm to rest against the side of the armpit/chest, leading to increased sweating. Additionally, the patient's scapula/clavicle protrudes, giving the appearance of an epaulet under their shirt.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Based on the reported event, not enough information was provided in the scope of this complaint to be able to determine which system is affected. Indeed, too many systems can be applicable. Therefore, no labelling review can be performed for this complaint. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.